Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts measured on lithium battery) service alarm code. The customer reported during review of the device history at the user facility a 11/004 (less than 2.0 volts measured on lithium battery) was noted. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with an 11/004 (less than 2.0 volts measured on lithium battery) service alarm code. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.